Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation. The patient has a pre-existing condition which causes them to bruise easily.

Event description:
The patient stated that the blood pressure cuff squeezed tightly causing bruising to her arm.